Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at the cinema and the cgm reading was 136 mg/dl. The patient started to feel chilly and started to eat candy. While eating the candies the patient experienced loss of consciousness. The patient regained consciousness by themselves, and when they did, they felt better. When a fingerstick was taken the cgm was reading 246 mg/dl and the blood glucose reading was 163 mg/dl. No further treatment was necessary besides the candies the patient ate, and the patient did not contact the emergency services. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid after the patient regained consciousness. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - clinical code - e2304 chills.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was received on 06/30/2025. It was reported that the patient first noticed inaccuracies on (B)(6) 2025. The cgm was 246 mg/dl while the bg was 163 mg/dl. On the day of the adverse event on (B)(6) 2025, there were no values taken for comparison.